Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent partially deployed and the delivery system was stuck on the wire. The 100% stenosed target lesion was located in the severely calcified and severely tortuous left superficial femoral artery (sfa) lesion . A 7x120x130 eluvia self expanding stent was selected for use. A contralateral approach was used to access the lesion from the right common femoral artery using a 6f non-bsc sheath. Following pre-dilation, the stent was inserted into the patient over non-bsc guidewire. The device reached up to the lesion, and when deployment was performed, the thumbwheel began to spin idle, and stent was difficult to deploy. The handle was disassembled in half immediately, then the stent was successfully deployed without stretching by pulling the middle sheath while pushing the inner shaft. However, the delivery system was stuck on the wire, and it could not be moved. A 6f mach1 guide catheter was inserted to cover the middle sheath from the proximal side, it created a gap, so eluvia itself was pulled back outside the body. The procedure was successfully completed with another 7x120x130 eluvia stent. There were no patient complications and the patient's condition was good post procedure.